Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump's (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) ordered batteries and returned 31-oct and installed the new batteries. This corrected the battery failure. The fse instructed the end user to charge the batteries overnight prior to clinical operation. The iabp passed all functional and safety tests per factory specifications, and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
A getinge field service engineer (fse) reported that the intra-aortic balloon pump's (iabp) batteries did not meet the run time spec. This event occurred during a preventive maintenance (pm) performed by a getinge field service engineer (fse). No patient was involved and no adverse event has been reported.